Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation, method - lens work order search. Results - a lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no device failure): based on the complaint history, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).

Manufacturer narrative:
Correct date of birth is (B)(6) 1931 and patient's age is (B)(6). Results: a visual inspection of the returned product found no visible damage to the lens. Both sides of the optic and plate haptics were checked for rough/sharp edges. Edges were found acceptable. There was evidence of reddish residue on lens surface. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).

Event description:
Additional information: lens was inserted in patient's left eye.

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens into the patient's eye. The lens was removed because the capsule would not support the lens. There was a vitreous tear with vitreous loss. The physician performed a vitrectomy. The incision was enlarged to remove the lens. An anterior chamber lens was implanted and the wound was sutured. Reporter stated this incident was due to the patient's anatomy and was not lens related.